Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified (battery). Alleged load issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump did not allow the customer to resume insulin after completing the load sequence. Additionally, the customer received a power source alert when attempting to charge the pump. Subsequently the pump shut down and did not turn back on despite attempting to charge using multiple wall adapters and leaving it plugged in for over an hour. Blood glucose (bg) level was over 500 and was addressed via manual injection. Reportedly, the customer reverted to manual injections for alternate insulin therapy.